Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient wanted assistance changing the programming for the ins "back to [her] vagina area so it works." The patient recently had the ins implanted and while initially the patient did not feel the need for pain relief over the weekend following the surgery the patient started experiencing some pain so they took the pain medication that they were given, the patient noted that they were "very allergic" to most pain medication. When the patient took the medication given they had a bad reaction which included gas in the stomach, inability to eat, and vomiting "from socks up." The patient thought they had been reprogrammed because the next day they were "all wet" and while the patient had great symptom control following implant on saturday night after taking the pain medication the patient started to have "incidents." The patient noted that their daughter had tried programming the ins for the patient, but when stimulation was checked at the time of the call stimulation was found to be turned off and set to 0.0. The patient was assisted with turning therapy on and increasing from 0.0 to 2.5 where the patient confirmed feeling stimulation at a comfortable level. However, the patient indicated that they only felt stimulation on the left side of the vagina whereas prior to the onset of the issues the patient had felt stimulation on both sides. The patient declined further setting changes at the time of the call, but indicated that following surgery they were educated on the system while still under effects of anesthesia. Patient status is unknown at the time of this report and while the issues were reported to have begun on a certain date the report of being able to adjust stimulation and feel stimulation after adjustment suggests no malfunctions. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.